Event description:
It was reported that an adverse event occurred. On 10/02/2024, the patient reported that on 10/02/2024, they experienced diabetic ketoacidosis (dka) after a wearable came unadhered and fell off while sleeping. An unspecified time later, the patient went to the hospital for a 4 day stay in intensive care unit for treatment of dka. The patient did not provide much information regarding her hospitalization and attempts by technical support to contact the patient for more details about the episode were not successful. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.